Event description:
It was reported to boston scientific corporation that a wallflex fully covered rx biliary stent was implanted on (B)(6) 2011 as part of (B)(4). According to the complainant, the patient was previously diagnosed with chronic pancreatitis. On (B)(6) 2011, the patient underwent a biliary stent placement for the treatment of a biliary stricture. As a sphincterotomy had been performed prior to this procedure, a sphincterotomy was not performed during the study stent placement. The stricture had been previously dilated with one plastic stent. The plastic stent was removed from the patient before the study stent placement. During the procedure, the stent was deployed in a satisfactory position across the stricture and the stent did not cover cystic duct. The patient was treated as an inpatient and was discharged from the hospital on (B)(6) 2011. On (B)(6) 2011, the patient was diagnosed with severe acute pancreatitis and was hospitalized. The patient was treated medically and, on (B)(6) 2011, the patient underwent an endoscopic intervention. The stent was left implanted. The relationship of the study stent to the acute pancreatitis is unknown. On (B)(6) 2011, the event of acute pancreatitis was considered resolved and the patient was discharged from the hospital. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Study source: (B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.